Manufacturer narrative:
The device was not returned for evaluation, but the data logs were received. The data logs were investigated and the issue cannot be confirmed. There was no defect found. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device is not available for evaluation but the data logs are trying to be obtained. A supplemental report will be forthcoming with the evaluation of the data logs if they are received. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that while measuring the cci in the ICU, the cci value on the hemosphere monitor was lower than the customers expectation. After changing the monitor to a vig2 monitor, the expected value was displayed. The exact values displayed on the hem1 and vig2 monitors are unknown. There was no treatment done based on the suspect values. It is unknown whether any error messages occurred. The measurements were not considered to be affected by the patients condition. The patients initials, weight, age, and gender are also unknown. There is no patient injury reported. The product is not available for evaluation, but the data logs are trying to be obtained. The exact occurrence date is unknown but the issue occurred between september 2020 and october 2020.